Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread several times very easily.

Manufacturer narrative:
Samples received: 5 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) of this batch. There are no units in our stock. We have received five closed samples and two opened and empty samples (there are no sutures inside the packs). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of the closed samples received and the results do not fulfil the requirements of b. Braun surgical (bbs). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 0.178 kgf in minimum and 0.298 kgf in maximum and fulfilled bbs requirements: 0.080<xi<1.700 kgf. Final conclusion: taking into account that the results of closed samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.